Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The cusa handpiece was returned for evaluation: device history record (DHR) - no anomalies that could be associated with the complaint incident was observed. The reported complaint was confirmed. The complaint was consistent with transducer delamination failures based on the following: date of manufacture (between 2017 to 2020). Confirmed vibration error and amplitude fluctuating. Confirmed defective transducer.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported a vibration error of the c2602 cusa excel 36khz straight handpiece. The malfunction was discovered during the inspection of the equipment prior to the surgery so there was no patient contact. The procedure was performed with a replacement product.